Manufacturer narrative:
The device was not returned to zoll for evaluation. Instead, the ECG data from the event was provided for review. Review of the clinical data file showed that segments one and two were determined to be not shockable. Segment one was affected by the chest compressions being performed during the analysis period. Segment two was affected by the large negative deflection at the start of the segment. The large deflection caused the values to be higher resulting in a mismatch for the definition that the algorithm uses for ventricular fibrillation. Based on our review of the data, we have concluded that the analysis program worked within its limitations of available technology. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any patient involvement in the reported malfunction.